Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer was experiencing a general complaint of more than usual air in line alarms. There was no information on patient involvement. Education was provided by bd clinical data consultant upon further follow up with the customer the education given was distributed to all nursing staff and has been reported to have been helpful to alleviate the issue. No further information was provided.